Manufacturer narrative:
During device evaluation at olympus, it was found the nozzle was clogged with foreign material that could not be removed and the adhesive at the bending cover had defects. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the nozzle of the evis lucera elite gastrointestinal videoscope was clogged. The water supply of the nozzle was checked in the pre-use inspection. The clog was found and the scope was not used. An olympus injection tube was used for manual cleaning and an olympus automatic endoscope reprocessor (aer) was used. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no deviation from the instruction manual. The definitive root cause of the foreign material could not be determined. Olympus will continue to monitor field performance for this device.